Manufacturer narrative:
Results of additional lm investigation . Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to moisture in the air, which could have cooled within the air conditioner or been condensed, leading to water accumulation in the air filter. Water vapor in the compressed air may have condensed within the air filter, contributing to water retention. Additionally, water may have intruded from the hose of the air channel or the parts connecting site, resulting in water remaining in the air filter. However, while the device malfunction was confirmed, the exact root cause of the reported issue could not be definitively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the replacement of the air water filter on the endoscope reprocessor, water was found inside the filter, and after draining the water and tightening the filter, water back flow occurred. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.